Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal device change out. Upon interrogation prior to the procedure, the patient appeared to be in atrial fibrillation. The right atrial (ra) lead undersensed all atrial activity with loss of p wave and loss of capture. Only the baseline noise was appeared on the electrogram. During the procedure, the physician elected to keep the lead since the patient would require magnetic resonance imaging (MRI) scans in the future and not suitable for lead extraction at the time. Insulation breach at the proximal end of the ra lead was visually confirmed. Lead revision was performed by tying down the new additional suture sleeve over the degraded insulation. However, this did not appear to change the performance of the ra lead with the new device as sensing was not observable. The patient was stable and discharged post generator change.